Event description:
It was reported by repair work order that the bed had an incorrect power cord installed and that there was a thermal event causing the power cord and receptacle to burn/melt. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.